Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the customer had used bucrylate in a previous case/reprocess. The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a clogged channel. The issue was found at the end of a procedure during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material resembling dry glue in the auxiliary jet channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material resembling dry glue in the auxiliary jet channel. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had no color; the connecting tube had a wrinkle; the universal cord had coating peeling. Additionally, the following components had a scratch: the switch box, the scope cover, the scope connector cover unit, the scope connector case unit, the plastic distal end cover, the grip, and the forceps channel port. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.